Event description:
Event description cpi received information that during a routine replacement procedure of an implantable pulse generator (ipg) for normal battery depletion, the physician noted a damaged conductor on the unipolar porous tined lead (4150) and removed this lead from service.